Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the returned product. As per visual inspection, the inserter was returned with the anchor attached to the tip. The anchor on one side is frayed and damaged. The sleeve position of the inserter as returned is not in the correct position. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the fray was found on the anchor of unused this product when the surgeon opened it. Surgery was completed with another device. There was no patient involvement. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.